Event description:
It was reported that five days post implant of the cardiac resynchronization therapy defibrillator (crt-d) the patient presented to the emergency department due to swelling in their left upper extremity and symptoms consistent with diaphragmatic stimulation. The lead was reprogrammed however the patient returned nearly two months later indicating that they still experienced diaphragmatic stimulation from their left ventricular (lv) lead consistently when leaning forward or lying on their left side. The lead was tested and reprogrammed again with no noted stimulation. The device and lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.